Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It has been reported that the provisional fractured during knee arthroplasty procedure. All pieces were retrieved with no harm to patient incurred.

Manufacturer narrative:
This follow up report is being filed to relay additional info, which was unknown at the time of the initial medwatch.